Event description:
It was reported that the insulin pump gave an error alarm during the manual prime. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No error alarms were noted.